Manufacturer narrative:
The device was received for evaluation. Visual inspection confirmed the reported condition. DHR was reviewed and no discrepancies were found. Per the instrument/provisional use and care package insert, instruments should be carefully inspected prior to use and should not be used if damage or wear is noted that may compromise the function of the instrument. It appears that this instrument locking up was due to wear and tear from use. No corrective actions needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the distal rod could not be fixed with the mating instrument. No known impact to patient.